Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found; full lead was returned for analysis. Evaluation summary: (B) (4) no anomalies found however, on visual inspection, the proximal conductor was distorted. Evaluation summary: (B) (4) no anomalies found however, the visual inspection showed outer insulation melted. This lead was reported on a previous medwatch report.

Event description:
It was reported during the procedure to replace a lead due to dislodgement that there was difficulty positioning the replacement lead. Another lead was used for a replacement. No patient complications have been reported as a result of this event.